Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported that the insulin pump kept alarming no delivery and her blood glucose was high. The customer stated that she switched to her old insulin pump and her blood glucose was fine. Troubleshooting was performed. The customer stated that she was in the emergency room with blood glucose under 400mg/dl, and she was throwing up. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.